Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
(Per complaint form provided: "the patient has irritated skin from using the statlock to secure the PICC line. Statlock is not a cook producted but delivered with the package to initial placement of the PICC line." Additional information provided by the rep: the cook rep did not know the exact part number since the PICC line was placed already somewhere in november and the rep did not see the patient. This may also not be of biggest importance because the statlock (which this is about) must have been replaced already several times, since this should be done weekly, and therefore, will be from a different part number (and ordered from a supplier, not via cook) and lot number.